Event description:
It was reported that the ilet displayed alert 38 indicating consecutive stalled motor and repeatedly prompted restarts, and during a meal announcement delivered only a small fraction of the intended meal dose, after which the user experienced hyperglycemia with reported glucose over 400 mg/dl that improved following a manual insulin injection using subcutaneous insulin via pen and guidance from an emergency department call. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified consistent with a stalled motor alarm. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.